Event description:
It was reported that the pt was being transferred from bed to wheelchair when allegedly pt fell through the commode opening of the sling. Pt suffered a cut above the ear, required stitches.